Event description:
Rptr performed an abdominal aortogram followed by selective renal angiograms. He used a 5 fr guide wire. After removing pigtail catheter, he saw black foreign bodies sticking out sideholes of catheter. He believes guide wire coating delaminated.